Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a displayed 0 units of insulin on the pump. Reportedly, the customer stated the insulin gauge displayed 180 units prior to going to bed. The customer's blood glucose level was 300-400 mg/dl and 200 mg/dl at the time tandem technical services was contacted. The customer administered a manual injection to address bg level.